Event description:
According to the reporter: the customer reports that at the beginning of the procedure, the balloon broke. The trocar was removed, no pieces fell inside the pt.

Manufacturer narrative:
(B)(4).